Event description:
It was reported that during a ptca treatment procedure involving a calcified and 99% stenotic lesion in the circumflex artery, the maverick otw balloon ruptured at 10 atm's. The number of inflations performed is unk. Balloon rupture was suspected when the balloon would not hold pressure. The pt was asymptomatic during this event. The maverick balloon was removed and replaced with an unspecified device. The sizes and types of introducer sheath, guidewire, guide catheter and inflation device used are unk. The maverick otw balloon was discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as "good". No further info this time.